Event description:
Per the clinic, the patient experienced an impaired healing and developed an infection at the implant site. Subsequently, the patient was administered with oral and IV antibiotics for a duration of 2 weeks respectively (specific dates not reported). However, the issue could not be resolved and the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.